Event description:
It was reported that the patient had a return of her urinary frequency at which time she visited an urgent care. It was determined that she had a urinary tract infection (uti) and was given antibiotics. She was advised to turn her implantable neurostimulator (ins) off during the duration of antibiotics therapy. She had the ins off for 10 days and turned the device back on 3 days ago. Since then, she was still was urinating and had stomach aches. She was going to try her other programs for a few days to see if see got any relief. She was concerned that she still had the uti. She also stated that she experienced a shocking sensation and had been reprogrammed many times for this issue. The patient indicated that she was on anti-inflammatory medication which helped with the shocking. Additional information was requested, but was not available at the time of this report.

Event description:
The patient received assistance from her doctor on (B)(6) and her concerns were resolved.

Manufacturer narrative:
Lead model 3093-28, lot # v833301, implanted: (B)(6) 2012, explanted: na.